Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts were made to obtain add'l info from the customer. There was no response from the customer to follow up questions. Should add'l info, or the original product be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Though the product has not been evaluated, this issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.

Event description:
The customer reported that when they were removing their pump in style transformer it fell apart.